Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display and reservoir tube windows, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 97mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.